Event description:
As the surgeon was trying to attach the augment to the femoral component, the screw would not advance into the threaded hole of the femur. Another augment package was opened and the screw obtained from that package was used to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.